Event description:
It was reported that the physician noticed noise on the rv can electrogram vector. Technical services suggested reprogramming, isometrics, and pocket manipulation. All capture, sensing, and lead impedance trends were stable. The patient will be continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.